Event description:
It was reported that removal difficulties occurred. A flexima drainage catheter system kit was selected for biliary drainage. During the procedure, it was noted that the device was stuck during removal. The procedure was completed with this device. No complications were reported and the patient was in normal condition post procedure.